Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing and product development investigation was performed. Assembly part no. 09.820.026s with components 09.820.025.1, .2 &.4 received and exhibits evidence of iatrogenic damage on each. Inlay is attached to inferior endplate. The 09.820.025.1, inferior endplate with inlay attached has visual iatrogenic damage that includes, from the anterior perspective, nicks and scratches on the edge. On the backside, there are two clumps of white bone, one on each side of the keel near the edge. The 09.820.025.2, superior endplate has visual iatrogenic damage that includes, from the anterior perspective, on raised surface around the spherical diameter there are nicks and scratches extending into the polished surface with a nick on the outer surface of the raised edge. The anterior surface edge has nicks and scratches. On the lower flat surface, there is a hashed dimpled pattern imprint on the left and right side of the keel slot resembling that of a surface of a plier type instrument. The backside surface has visible flattening of the plasma sprayed titanium surface. The 09.820.025.4, inlay has visual iatrogenic damage that includes, from the anterior perspective, nicks and scratches on the edge with similar nicks and scratches on the lower spherical diameter. There are also nicks and scratches on the apex of the sphere. There is a hashed dimpled pattern imprint on the left side resembling that of a surface of a plier type instrument. All described nonconformities, damage on all components would be post manufacturing. With the complaint description of, ¿there is no allegation of deficiency against the device.¿, there will be no inspection of features on this complaint. Complaint is unconfirmed from a manufacturing perspective. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The relevant drawings for the superior, inferior endplates, and polyethylene inlay were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. No design related issues could be identified. Replication of the complaint condition is not applicable since the perched facet condition and subsequent pain cannot be replicated upon receipt of the device. Furthermore, inspection of the returned device did not identify any issues. Pain is listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. There is not enough information available to determine a cause for the perched facet and subsequent pain. Based on the review of the returned device and the information provided, the design is considered adequate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 09.820.026s, lot # 9963658: manufacturing site: (B)(4), manufacturing date: 18-dec-2015, expiration date: 30-nov-2019: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of c5-c6 prodisc cervical was performed on (B)(6) 2017. The hardware was removed and patient fused with a plate and spacer. The hardware was originally implanted on (B)(6) 2016. The implant surgery was completed successfully with no complications. On an unknown date, the patient returned to the surgeon complaining of persistent, ongoing pain. X-rays taken on an unknown date determined that the patient had developed a perched facet. ("Perched facet joints" are vertebral facet joint whose inferior articular process appears to sit 'perched' on the ipsilateral superior articular process of the vertebra.). Due to the perched facet, the prodisc is currently in a flexed, kyphotic orientation. There is no allegation of deficiency against the device. This report is for one (1) prodisc-c implant. This is report 1 of 1 for complaint (B)(4).